Event description:
It was reported that during a percutaneous transluminal angioplasty a tip detachment occurred. The target lesion was located in a "strongly" calcified artery below the knee. The v-14¿ controlwire® was utilized. As the physician pulled back the v14 guide wire he encountered resistance. Angio revealed that a 2mm section of the wire tip detached. The detached tip was left in a distal collateral artery. The vessel was noted to be open. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).